Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after retrieval of the catheter from the patient and the left atrium and b efore advancement to the right atrium, a "blood clot or thrombus" was observed trapped within the lattice mesh tip of the catheter, floating inside it. Several rotatory movements of the catheter and two flushes were performed to expel the clot from the mesh. The procedure was proceeded and was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. One video file was returned from the field. In conclusion, the reported "material in tip" issue was confirmed using video returned from the field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.